Manufacturer narrative:
(B)(4).

Event description:
According to the reporter: clear dome broke in half during the procedure on first trocar. Second defective product the blade didn't fire. The clear plastic dome at end of obturator broke in half and fell into patient. Broken piece was removed from patient. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes.